Event description:
After 46 hrs of intra-aortic balloon pumping, the console alarmed high pressure. The console was reset, but continued to alarm. Blood was noted in the tubing indicative of a leak. The balloon was discontinued shortly afterwards.